Manufacturer narrative:
Vyaire file identification : (B)(4). A vyaire field service representative went onsite and evaluated the device. The field service representative replaced blender and oxygen inlet. Completed preventive maintenance under separate service call. Device meets company specifications.

Event description:
A vyaire service representative reported that during transport of this ventilator to another hospital the blender was damaged and the oxygen inlet fitting on the vela ventilator. The service representative reported that there was no patient involvement associated with the reported event.